Manufacturer narrative:
(B)(4).

Event description:
It was identified internally during quality control testing of primer mix (B)(4) that the following alleles were incorrectly listed as positive lanes on customer kit documentation: (B)(4). The laboratory customer would see a false negative according to their documentation in the presence of any of the above listed rare alleles, therefore, there may be a delay in patient treatment due to a potential retest or further analysis using a different hla typing method. There have been no external customer complaints regarding this issue, it was identified internally ((B)(4)).